Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the pulse lead high-pot test. The cause of the hi-pot test failure has been isolated to components u727 and u728, input logic translators, on the pca board sn (B)(4). Both components were internally shorted. The root cause of the shorted components was unable to be positively determined. No adverse event resulted from the shorted components. The pt received a replacement electrode belt.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any problems.